Event description:
The customer reported smoke coming from the axsym analyzer and stated they felt it was due to a rv clog. The customer quickly turned off the analyzer. Field service inspected the analyzer and indicated there was a leak in the sensor that effected the syringe card. There was no report of injury and no material damage related to the issue.

Manufacturer narrative:
(B)(4). Results: the sampling syringe assembly malfunctioned due to leakage from a cracked pressure monitor sensor. The pressure monitor was damaged by the customer during the installation of a sampling probe and the customer did not replace the damaged, leaking pressure sensor monitor. In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and an inspection and servicing of the axsym analyzer involved. A field service representative (fsr) noted leakage from the pressure monitor area had damaged the sampling syringe power I/o board . The fsr replaced the pressure monitor sensor and the sampling syringe assembly. Product labeling was reviewed and found to adequately address the potential hazards, operational precautions and limitation. Additionally, labeling instructs the user to keep all liquids away from all connectors of electrical or communication components. The service and maintenance manual contains adequate instructions for replacing and installing the syringe assemblies, as well as, directions to check connections for leaks during the installation process. A review of the complaint trend reports indicated there were no adverse trends associated with this issue. The evaluation revealed the issue was not the result of a nonconforming part. There was no deficiency identified for the axsym analyzer, list number 7a83-03, serial number (B)(4).